Event description:
Hcp reported that pump reservoir volume was 18 ml instead of expected 3.9 ml at refill. The pt blacked out and blood pressure increased to 190/100 after refill. The pt sat down and felt better. Hcp stated the refill was done into the pump reservoir and they were using the proper refill kit.